Event description:
It was reported that two (2) days post exploratory laparotomy procedure, performed in 2006, a macular papular rash was observed in the area surrounding the catheter placement and extending to the incision as well; the distribution of the rash mimicked the coiled pattern of the catheter under the clear adhesive dressing. The patient was seen in the emergency room 3 days later for additional treatment of the rash. The patient had no previous allergic reactions to metals and had no current knowledge of an existing metal allergy. The doctor ruled out infection. The catheter used was of metallic components, namely an antimicrobial silver soaker catheter.

Manufacturer narrative:
The device involved in this incident was not available for evaluation. Without the actual product, a complete analysis cannot be conducted. Therefore, the information contained herein was based on the information provided by the initial reporter. In addition, the lot number and part number were not available from the initial reporter, therefore, I-flow was not able to conduct an evaluation of a specific lot. It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso 10993-1 tissue compatibility guidelines for implantation of up to 30-days. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.